Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 2.0x20mm maverick balloon catheter, a 3.0x28mm synergy drug-eluting stent was advanced and placed. After the stent was implanted, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 8mm long starting from the distal marker band and extending proximally. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 2.0x20mm maverick balloon catheter, a 3.0x28mm synergy drug-eluting stent was advanced and placed. After the stent was implanted, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.